Manufacturer narrative:
Investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The device was not explanted. The hm3 IFU lists thromboembolism as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was expired due to suspected pulmonary embolism. The patient was in a nursing home at the time and was transferred to an external hospital. The patient's family declined an autopsy and so the suspected pulmonary embolism could not be confirmed. No further information was provided.